Event description:
According to the reporter, during total knee replacement, while anchoring the little loop in the beginning of skin closure the thread was broken. The seal of the little loop came loose and therefore could not be anchored and used. They took a new suture and closed the incision. There was no patient injury.